Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Patient code (B)(4) updated to (B)(4). Eval code-conclusion 92 updated to 11. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep) on 2017-aug-15. It was reported that the patient¿s spasticity seemed to get worse and they couldn¿t figure out the issue. They wanted to see if it was the pump that was causing the problem. There were no further complications reported/anticipated. Additional information was received from the manufacturer¿s representative (rep) on 2017-aug-15. The pump was returned to the manufacturer for analysis.

Manufacturer narrative:
Interrogation of the returned device revealed the pump had been programmed to deliver 2,000.0 mcg/ml of gablofen at 500.6 mcg/day via simple continuous infusion mode. Analysis of implantable pump serial number (B)(4) revealed no anomalies. The returned pump passed all functional testing in the lab. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was receiving gablofen at an unknown dose and concentration via an implantable pump for intractable spasticity. It was reported that the pump did not seem to be giving the correct dosage. The hcp had performed a dye study in the past and the results were inconclusive. It was noted the hcp would like to see if the pump was the culprit. It was unknown if any environmental, external, or patient factors may have led or contributed to the issue. The pump was replaced and the hcp withdrew from the catheter with ease. No symptoms were reported. The issue was resolved and the patient was noted to be "alive - no injury". No further complications were reported or anticipated.